Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that during servicing, an astral device had an inoperable touchscreen. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not confirm the reported display failure. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this device remains acceptable. (B)(4).